Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Initial reporter: cath lab lead radiographer. E1b event site name: (B)(6). E1h event site postal code: (B)(6). E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 7th february 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an "intermittent" issue with connection between magnus operating table and c-arm (manufactured by siemens) causing all movement to become disabled has been occuring during elective complex cardiac procedures over the last 2-3 months. According to the provided information, the fault was never replicated during daily checks. There was no harm to patients, however, the issue caused delays during the procedures as the table requires reboot and activation of emergency stop buttons in order for it to reconnect and allow movement. There is an indication that the problem may have occurred more than once, however, to date the number of incidents could not be confirmed. We decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an intermitent issue with connection between magnus operating table and c-arm (manufactured by siemens) causing all movement to become disabled has been occuring during elective complex cardiac procedures over the last 2-3 months. According to the provided information, the fault was never replicated during daily checks. There was no harm to patients, however, the issue caused delays during the procedures as the table requires reboot and activation of emergency stop buttons in order for it to reconnect and allow movement. There is an indication that the problem may have occurred more than once, however, the number of incidents could not be confirmed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. Additionally, according to information provided following service visit on site, no issues have been found on the operating table. It has been confirmed that a software patch has been added on the siemens angiography device which resolved the issue. The scenario described in the record is considered as non-reportable. It was established that the device met the manufacturer's specification. The device was being used for patient treatment when the malfunction occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain, h4 device manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th february 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an intermitent issue with connection between magnus operating table and c-arm (manufactured by siemens) causing all movement to become disabled has been occuring during elective complex cardiac procedures over the last 2-3 months. According to the provided information, the fault was never replicated during daily checks. There was no harm to patients, however, the issue caused delays during the procedures as the table requires reboot and activation of emergency stop buttons in order for it to reconnect and allow movement. There is an indication that the problem may have occurred more than once, however, to date the number of incidents could not be confirmed. We decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 7th february 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an intermitent issue with connection between magnus operating table and c-arm (manufactured by siemens) causing all movement to become disabled has been occuring during elective complex cardiac procedures over the last 2-3 months. According to the provided information, the fault was never replicated during daily checks. There was no harm to patients, however, the issue caused delays during the procedures as the table requires reboot and activation of emergency stop buttons in order for it to reconnect and allow movement. There is an indication that the problem may have occurred more than once, however, the number of incidents could not be confirmed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. Additionally, according to information provided following service visit on site, no issues have been found on the operating table. It has been confirmed that a software patch has been added on the siemens angiography device which resolved the issue. The scenario described in the record is considered as non-reportable. Previous d1 brand name: hybrid or table column, surface-mounted. Corrected d1 brand name: magnus operating table system. Previous d4 catalog #: 118001b2. Corrected d4 catalog #: n/a. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 12/01/2020. Corrected h4 device manufacture date: 11/17/2020. Previous h6 health effect ¿ clinical code: activation, positioning or separationproblem/positioning problem/positioning failure/1158. Communication or transmission problem/intermittent communication failure//4038. Corrected h6 health effect ¿ clinical code: communication or transmission problem/intermittent communication failure//4038.

Event description:
On 7th february 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an intermitent issue with connection between magnus operating table and c-arm (manufactured by siemens) causing all movement to become disabled has been occuring during elective complex cardiac procedures over the last 2-3 months. According to the provided information, the fault was never replicated during daily checks. There was no harm to patients, however, the issue caused delays during the procedures as the table requires reboot and activation of emergency stop buttons in order for it to reconnect and allow movement. There is an indication that the problem may have occurred more than once, however, the number of incidents could not be confirmed. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. Additionally, according to information provided following service visit on site, no issues have been found on the operating table. It has been confirmed that a software patch has been added on the siemens angiography device which resolved the issue. The scenario described in the record is considered as non-reportable.